Event description:
New information received stated that the patient presented to the clinic for an x-ray on (B)(6) 2019. No anomalies were found on the lead and the physician elected to closely monitor the patient remotely. There were no plans for a lead revision at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. During examination of the pulse generator, it was discovered that the right ventricular lead exhibited intermittent low impedance values. In clinic testing did no produce any findings. The patient was scheduled for x-ray diagnostics for further testing. No changes were made. There were no adverse consequences to the patient.